Manufacturer narrative:
Investigation results: due to a lack of the product, an investigation could not take place. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are 4 similar complaints against the same lot number(s). All similar complaints occurred in the same hospital. Conclusion and measures / preventive measures: based on the provided information and without a product, a definitive root cause can not be determined. According to our database, the product was delivered in december 2014. A maintenance and/or a repair was not registered since that date. According to the corresponding IFU, a maintenance should take place on regular basis by the manufacturer and as indicated on the laser engraving on the product (once per year). Based upon the investigations results there is CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with gd685 - microspeed uni perforator driver. According to the complaint description, the device had no function. When the medical staff checked and connected the handle of self-stop craniotomy drill before operation, they found that the handle had no output. Considering that the connection of the drill bit was not in place, the drill bit was re-installed, and the fault was still not eliminated. Replaced with other handle and used normally. The medical engineering department was contacted for maintenance. The engineer checked that the motor of the self-stop craniotomy drill failed, which did not cause adverse effects on the patient. There was no described patient harm. Additional information was not provided nor available. The malfunction is filed under aag reference (B)(4).